Event description:
Livanova USA received a report of a malfunction with a livanova suction tip catheter sumps. No further information was provided.

Manufacturer narrative:
A.1.-a.5. Patient involvement or information were not provided. H.10. Livanova USA manufactures the sumps, flexible and malleable sump with wire-wound tip. The incident occurred in united states. Livanova is following up with the customer to obtain further information. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Despite requested, no additional information was received on the present event. Considering that, the week before receiving information on the present event, livanova was made aware by the same customer of an event related to the same cannula item code (but different lot), it cannot be excluded that the reported malfunction is related to the same issue of the previous event (reported under MFR report number 1718850-2023-00028). That event alleged to an off-label use. In the instruction for use of the suction sump su-20x02, there is the following warning: ¿do not place the suction sump through the leaflets of a valve as damage to the valve may occur¿. To prevent reoccurrence, livanova has concluded to enhance the visibility of the above warning by repeating the warning also in a label applied to the peel pouch/primary sterile barrier. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.